Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the grasping part at the tip of needle holder insert was bent to the right; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
An olympus employee reported on behalf of a customer, during a surgery, the grasping part at the tip of needle holder insert was bent to the right. The issue would not allow for the subject device to perform in the manner they were aiming for. The unspecified therapeutic procedure was completed without having to change the subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.